Event description:
The sensor was inserted into the abdomen on (B)(6) 2024.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, at 2:00am, the patient experienced a sensor error for approximately one hour and then the sensor failed while the patient was sleeping. The patient was not aware the sensor had failed until the patient woke up. The patient did not immediately replace his dexcom device. Around 3:00pm, the patient began to feel nauseous. The patient then decided to test his bg meter reading, which was 600 mg/dl. The patient then decided to go to the emergency room. He arrived at the ER around 3:30pm and was immediately treated with unspecified IV fluids. The patient was diagnosed with sinusitis, an inflamed gallbladder, and diabetic ketoacidosis (dka). The patient was still in the hospital (as of (B)(6) 2024) at the time of report. Although the patient was still in the hospital, the patient reported being ¿fine and recovering¿. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.